Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received, the trunk cable connector was cracked and the ECG c and d cable was pulled from the strain relief. Upon investigation the electrode belt failed incoming functional testing. The cause for the failure was isolated to a defective u703 component (a dual micropower operational amplifier). Pins 1, 2, 3, and 4 were out of tolerance. The root cause for the defective u703 component could not be positively identified. The root cause for the damaged cables could not be positively identified but was likely physical abuse. No adverse event resulted from the defective u703 component. The pt received a replacement electrode belt.

Event description:
The belt of a (B)(6) male pt was returned to zoll for an unrelated issue. During servicing, a reportable problem was detected. The belt failed incoming functional testing. The pt was issued a replacement electrode belt.